Manufacturer narrative:
(B)(4). A review of the device history record is not possible as no lot number was provided. Three used samples were returned. The original packaging was not returned with the device. The three samples were part of a kit not individually sold devices. The product did not contain a lot number identification. The components were not returned intact with the t-bar assembly. The three (3) returned components (suture anchors) were reviewed in a well-lit area. All three components had the overhand knot in the suture that secures the suture to the base of the suture anchor. The sutures were detached from the entire t-bar assembly. The measurements were documented for each of the returned components: anchor #1 approximately 1.8cm, anchor #2 approximately 1.6cm, and anchor #3 approximately 1.0cm away from suture anchor. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating four days after a transcutaneous gastrostomy with an endoscopic guidance insertion technique, the anchorings came undone. Additional information received on 11-feb-2016 stated, "after a break which took place without any particular problems (lack of resistance during handling), the anchors in the abdominal wall" broke. Clinical observation noted the gastrostomy may not have healed from the time of insertion to the time of the reported event. The patient was advised to not move in an effort to improve the healing of the gastrostomy. The third anchor was reported in place and was strong enough to hold the stomach close to the abdominal wall.